Event description:
Baxter (B)(4) received a report that an infusor's restrictor housing was loose during patient infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample evaluation: baxter received one used sample for evaluation. Visual examination confirmed that the flow restrictor housing had been separated from the tubing. A portion of the separated tubing still remained inside the restrictor housing. Microscopic examination revealed that the edge of separated tubing had a jagged surface. The root cause of the separated flow restrictor housing was determined to be excess pull force applied onto the tubing during handling of the unit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.